Manufacturer narrative:
The customer's complaint of the guidewire unraveling could not be confirmed since the device was discarded at the user facility and was not returned to olympus for evaluation. Therefore, due to the lack of information, the root cause cannot be determined. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
The customer had two ultratrack wires unravel during one case. Once inside the patient and the other putting it inside the patient. The customer discarded the wires so we do not have any product information see (B)(4) for the second device used in the same procedure.